Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00691. It was reported that the patient experienced ineffective therapy due to lead migration of one of the leads. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced. Effective therapy was restored post-op. It is unknown which lead migrated, so both leads are being reported on.